Event description:
The patient's daughter reported that the patient had "so many complications at implant", and the patient's heart rate had "went down to 30 beats per minute". Follow-up investigation with the clinic revealed that the right ventricular (rv) lead had become displaced on the day of implant, and several attempts were made before it could finally be positioned correctly. The patient had experienced bradycardia and heart block during this time. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.